Event description:
It was reported via medwatch "PICC team notified rn's noted leaking on purple port. Examined line and changed cap, noted that leaking was on purple port where you attach the cap. No crack noted. PICC replaced by rewiring new line later on that day." Additional information received 05/04/2022: leak was noted by nurses and they stated it was coming from the cap, so I assume the line was capped off and not in use at the time. They attempted to replace the cap, but it was still leaking with a new cap. What was infusion when the leak was discovered? Any patient symptoms related to fluid leak? No detectable harm.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refy1285 showed no other similar product complaint(s) from this lot number.